Event description:
Boston scientific received information that this right ventricular (rv) lead had fractured. Clinically, it was noted that there was no pacing or sensing exhibited. The patient underwent a revision procedure and upon pocket opening, it was discovered that the lead had completely severed at the proximal end near the suture sleeve. The portion of the lead connected to the pace generator was explanted along with the device and the remainder of the lead was capped and abandoned surgically. No further allegations or adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, this lead was confirmed to be fractured. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site and the suture sleeve led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient's anatomy and activity level contribute to these types of failures.

Manufacturer narrative:
As there is no further information at this point, this investigation is complete. This report will be updated should additional information be received.